Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) on this pacemaker. Technical services (ts) reviewed the available data and determined that intermittent right atrial oversensing was observed on a ]stored episode; however, no oversensing was identified on the presenting egm in question. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.